Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. Visual inspection revealed numerous kinks to both the hypotube and shaft of the device. Microscopic inspection revealed that at 3.5cm proximal from the tip, for a length of 12mm, the shaft was damaged. There was contrast in the inflation lumen, and the balloon was loosely folded. In functional test, the device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure and deflated with no issue.